Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of experiencing complications with his heart condition including going into afib. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of experiencing complications with his heart condition including going into afib. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device internal and external parts of the device. An unknown contaminant was observed on the flip doors for the sd card and module, top enclosure iso port of the rear panel, and bottom enclosure. An unknown dust contaminant was observed on the front panel. A tobacco-like odor was present. The blower box was observed to be discolored. An unknown dust contaminant was present on the rear panel, bottom enclosure, blower, blower seal, and blower box. Evidence of liquid ingress was observed to the blower and blower box. A keratin-like substance was observed on the blower box outlet. The p4 cable was observed to be corroded from liquid ingress. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer powered up the device and confirmed airflow using a known good power supply, power cord, and p4 cable. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device. Section h6 were updated in this report.